Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, weakness, confusion and fever. The cause of peritonitis was unknown. On the same day as the event, onset, the patient was hospitalized and was treated with vancomycin (2g, daily, for 9 days) and tobramycin (40mg, per day, for 14 days) for peritonitis. Four days after the event onset, the patient was discharged. Fourteen days after the event onset, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.